Event description:
Information was received from a consumer regarding a patient receiving receiving fentanyl, bupivacaine and morphine via an implantable pump. The indication for use is spinal pain. The patient reported that as of last night they were having a hard time getting the charger plugged into the communicator; the little dots are not lining up and it is not charging. The patient stated the port of the communicator was bent or broke and they can only get the communicator to charge because they taped the ac power cord into the communicator port. The patient mentioned they bolus 20x day and if they can¿t bolus they will be in the ER (emergency room). A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 14-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port broken¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.